Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who cancelled the case and did not provide any additional information. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue microstream extension indicating that the invasive blood pressure has abnormal values reaching up to 200. The device was in use on patient at time of event, there was no adverse event reported.